Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 7 devices were evaluated in the field and the issue was confirmed; the devices had damaged/broken components. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 8 </noe> malfunction events, where it was reported there was a cot drop event. There was no patient involvement. 6 events had no patient involvement. 2 events had patient involvement, however there were no consequences or impacts to the patient.